Manufacturer narrative:
The t:slim g4 pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the site and tubing were changed multiple times. Additionally, it was reported that an auto off alarm occurred. Tandem technical support educated the customer on the auto-off safety feature. Blood glucose was 197 mg/dl.